Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 488 mg/dl. It also stated that drive support cap was normal. The customer declined troubleshoot for high blood glucose. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, stained address/serial number label and stained end cap sticker.